Manufacturer narrative:
The incoming inspection did not confirm the reported event. No functional fault was found with the device. The device was tested to specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the device was not identifying the nerve during the procedure. There was no report of patient impact.